Event description:
Two patient samples with discrepant results. Patient 1, initial bicarbonate gave 3 mmol/l; repeat gave 25 mmol/l. Patient 2, initial creatinine gave 4.1 mg/dl; repeat gave 0.8 mg/dl. Erroneous results were not reported. The field service representative determined the cause of the discrepancy to be due to a loose hose on the high concentration vacuum container and re-connected the hose. Performance tests were performed and within specification.